Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device "would not stay powered up." There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom "would not stay powered up," determined to be caused by a failed motor. The failed motor assembly was replaced.